Event description:
It was reported that the pump had a delivery error, a wire was broken inside the housing, and a post screw snapped off inside the housing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Visual inspection showed the device was in good condition. Review of the event history log shows invalid syringe size. Functional testing was performed to confirm the customer reported issues. The main cause of the reported issue was determined to be a broken wire and standoff screw. Service history identified the complaint was not related to a previous service of the device within the review period.